Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix incomplete, the distal portion was not returned. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted. The lead was positioned on the left branch of the bundle of his and placement difficulty was experienced. Repositioning of the lead was performed, however, while the lead was being retracted the helix broke off. It was decided to implant another lead instead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.